Event description:
Customer reported an issue with the panorama telepack which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Customer was provided with a replacement panorama telepack. Unit is being returned to the company's repair center for further eval.